Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2011, inratio2: 1.2, lab: 1.8. Patient retested on the inratio2 meter when she got home from the lab on (B)(6) 2011 and got another result of 1.2 inr. Patient's therapeutic range: 2-3 inr.